Event description:
Procedure: breast reconstruction. According to the reporter: the power to the handle stopped and a strange loud sound was heard, then suddenly the tip of the hook probe broke off. It fell into the patient cavity but was retrieved. The case was not extended by more than 30 minutes. There was no blood loss of more than 250cc. There was no extension of the incision of more than 1 inch. No unanticipated or irreversible damage to vascular tissue. No patient injury.

Manufacturer narrative:
(B)(4).